Event description:
On monday, (B)(6) 2013, the pt called the cardiac clinic to request an additional visit. The pt complained of fatigue and that he was hearing strange noises coming from his pacemaker. When the pt arrived to the cardiac clinic, the rn assessed the pacemaker. The rn noticed the pacemaker to be in the back-up mode. This same nurse had checked the battery of this pacemaker back in (B)(6) 2013 and the battery was good. At this same clinic visit on (B)(6) 2013, the rn called the tech support division of st. Jude, the pacemaker manufacturer. St. Jude requested the rn reload the software. Once that was completed and the pt was assessed again, he was sent home, in no distress. On (B)(6) 2013, the pt called back to the cardiac clinic, because he could hear the strange noises coming from the pacemaker, once again. When the pt arrived back to the clinic, the rn noted the pacemaker to be in the back-up mode, once again. The rn again called the st. Jude tech support and once again, they instructed the rn to reload the software. However, this time, the pt was asked to wait one hour in the clinic to see if the pacemaker would respond. After one hour, the strange noises returned and the pacemaker was assessed to be in the back-up mode. St. Jude then recommended replacement of the pacemaker. The physician scheduled the pt for an explant of the pacemaker, in the operating room, on (B)(6) 2013. The pacemaker was flipped to back-up mode, which constituted at heart rate of 65 beats per minute and five volts. While the pt was not harmed by this event or in any pain, as a result, he noted not feeling right. He can feel the pacemaker being stimulated. He is safe, but not as comfortable as he could be if this device was functioning properly.